Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
The reported valve was implanted to a patient via lp-shunt (setting is unknown) in 2015. The surgeon was not able to change the pressure setting by using programmer ((B)(4)) at the last outpatient visit in end of (B)(6) 2017. Thus, this time, the surgeon attempted to lower the pressure setting (from 100 mmh2o to 30 mmh2o) by using neodymium magnet at x-ray room on (B)(6) 2017, however, the pressure setting could not be changed. The valve is still implanted to the patient. The patient is (B)(6) years old, male, his primary disease is unknown, and his initial is a.y. The patient¿s condition is stable, walk and talk normally, but the cognitive function is slightly declining. The surgeon will decide whether the valve would be revised or not late, after discussed with the patient¿s family. No further information was provided by hospital.